Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. Moisture damage was found on the motor also. Unable to perform the functional testing, including the operating currents, self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the blank display anomaly. The pump had a cracked case at the display window corner, cracked battery tube threads, and a severely scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had moisture damage. Customer's blood glucose at time of incident was 357 mg/dl. Customer was treated with a syringe. The customer reported that the device was exposed to chlorine water. Customer stated that he jump into the pool with the pump. Customer reported that the pump went blank immediately after pump exposure to moisture. . The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.